Event description:
The manufacturer received information alleging a ventilator failed testing. The device was not in patient use. The reporter of the test failure re-oriented the air path foam to address the issue.